Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up post implant. Upon interrogation, the atrial, right ventricular and left ventricular leads were found to be dislodged. The leads were explanted on (B)(6) 2018. The patient was in a stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.